Manufacturer narrative:
Additional product codes for this report include hrs. The original implant procedure date is unknown. (B)(4). The design is adequate for its intended use when used and maintained as recommended; it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a total hardware removal procedure (of a plate and two screws) was performed on (B)(6), 2015 due to patient pain. It is unknown if x-rays were taken pre-operatively. While the two (2) variable angle locking screws were being removed, the screws broke. The plate was intact and remained integral at the time of removal. The plate was noted to be a 2.7mm/3.5mm variable angle lcp medial distal tibia plate. There was no surgical delay, no fragments retained, or additional intervention required. The procedure was completed successfully and all hardware removed. This report will address the intraoperative events that occurred during the revision procedure. The pain that prompted the revision procedure will be captured in and reported under (B)(4). This report is 2 of 2 for (B)(4).